Event description:
The following has been reported: "pump is error state when powered on "upstream pressure source": replaced the upstream pressure kit, next power on the error was cleared. During replacement, it was noticed the plastic screw mount for the right flange was stripped. Added a small amount of epoxy to the inside of the mount and the screw fit correctly. The retaining screw for the pump block spring cap was missing, replaced with a new one. During quality check the pump failed the occulusivity test. Recalibrated several times, no improvement. During test the pressure never exceeded 1.7 bars and at no point was stable spiking between 1.6 to 1.7 bar, never settling at a max peak. Replaced the pump block kit, no change. Replaced the motor and no change. Replaced the membrane and issue resolved. Replaced the original pump parts (except the membrane) and the pump functioned correctly. Ran calibration and quality check, pump preforms as intended. 24.79 ml @ 250ml/hr". Reporting due to the referenced issue (reporting on the membrane issue); no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information, device membrane was replaced in order to solve the reported issue. There was no functional issue with the pressure kit or any other parts. However, despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Based on available information the root cause of this event could be due to a defective membrane but as we do not have any information regarding the last preventive maintenance date we cannot conclude whether this is linked to a defect of the membrane or an overdue maintenance date where this part would have been replaced according to technical manual. This complaint is considered as not confirmed. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.